Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump went into suspend mode. Customer did not hit any buttons. Customer's blood glucose was 250 mg/dl. Customer tried to deliver a bolus and it would not let her. Customer got a failed battery test. Customer stated that all of her alarms were going off and she does not why. Customer declined troubleshooting.